Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer had been vomiting all day. It was stated that the customer had received an alarm and had to change out the entire set. Then the customer received a different alarm two hours after changing out the set. It was indicated that the customer did not change out the set after receiving the second alarm nor did the customer treat hbgs with a manual injection. The customer was educated on the alarm and the two hbg rule. Additionally, the customer was assisted with the correct programming on the pump. The next day, the customer called back and stated that the alarm is recurring. Troubleshooting was done and the cause of the alarm was at the site.